Event description:
It was reported that the customer received a no delivery alarm while changing the infusion set and reservoir. It was also reported that the customer had high blood glucose and ketones but the insulin pump did not alarm no delivery. Customer's blood glucose was 400 mg/dl. Customer had treated blood glucose with the insulin pump and manual injections. Troubleshooting could not be completed at the time of the call. It was also found that the insulin pump did not alarm no delivery during normal use. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.